Manufacturer narrative:
E1 - initial reporter: (B)(6).

Event description:
It was reported balloon ruptures occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified pelvic organ prolapse. Two of 3.0mmx20mmx143cm nc quantum apex balloon catheters were used in the procedure. However, each of the two balloons ruptured during the second inflation at 15 atmospheres for 5 seconds. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.